Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed on (B)(6) 2019, to treat a lesion in the right coronary artery (rca). The 3.0 x 38 mm xience xpedition stent was deployed at 10 atmospheres (atm). Post dilatation was performed using a 3.0 x 8 mm nc trek dilatation catheter, inflated to 18 atm. After post dilatation, a dissection was noted at the distal edge of the stent. A 3.0 x 18 mm xience xpedition stent was implanted to treat the dissection. There were no adverse patient sequelae. Additional information was requested.